Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, before clamping the tissue during wedge/segmental resection, after the device was set up and checked the opening and closing, the nurse closed the cartridge again so that it was able to be easily inserted from the trocar. The stapler was inserted from the trocar and tried to be opened, but the cartridge did not open. The procedure was extended by less than 30 minutes. Another device was used to complete the case. There was no patient injury.